Event description:
A medtronic representative reported the fusion ent 2.2.2 software was slow and became unresponsive while the doctor was on the select patient screen, not actively downloading exams. In trouble-shooting, the medtronic representative performed a hard shut-down, instructed on deleting exams, and uninstalled and reinstalled the software. Issue resolved. There was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. (B)(4) 2013 medtronic representative performed navigation system check-out, all areas passed. Upgraded hardware at this time. Medtronic representative confirmed the replacement computer resolved the issues; several successful procedures have been completed with no issues.